Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient reported that "for weeks" prior to the report they have been having coupling issues that are getting "worse and worse". The patient is able to get 1 or 2 boxes "once in a while" and despite the implantable neurostimulator recharger (insr) being charged they can't get the "boxes filled in". The patient states they "can feel that its working and there is still some in there". During the phone call the patient was able to get 8 coupling boxes filled in and noted the implantable neurostimulator (ins) was down to a quarter of a charge. They stated that they are only able to get about a day and half between charging the insr. At the end of the call, the equipment was working as designed. Additional information received reported the patient was still having concerns with their device or therapy, but they had not sought further help. Additional information received reported that the patient had lost weight since implant and the ins would migrate. She had tried the tape patches. Troubleshooting with the antenna dial and repositioning the antenna was reviewed. The patient was able to get 4-8 bars but then it would eventually drop to 0. She had 8 during the call and then it went to 0 again. The patient had experienced pain. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.